Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-49 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, an alarm log review, battery testing, and a service history review were performed. The f-49 alarm was identified during battery testing, functional testing and the alarm log review. The cause of the condition was determined to be a damaged central processing unit board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.